Event description:
The customer's mother reported that her son's blood glucose measured 222 mg/dl at 12:43 am, so she corrected with a 0.55 unit insulin bolus. He tested positive for ketones at 8:00 am. At 8:52 am his bg was 345 mg/dl and she bolused an additional 3 units. She deactivated the pod and stated that the cannula had pulled out his arm and also appeared to be kinked. She followed their healthcare provider's instructions for treatment of hyperglycemia, giving manual injections until 3:00 pm.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in hazard alarm, a safety feature which is not considered a malfunction. No defect or deficiency that would have resulted in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The caller reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, no excluded, by laboratory testing. The omnipod user guider warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin _ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."